Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level were running from 200 mg/dl to 500 mg/dl because customer had to walk miles to fly the drone. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.